Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call, the insulin pump her insulin pump wasn't working. She stated while the customer was with her doctor the device continued to alarm no delivery several times with different infusion sets. Customer's mother wasn't sure what test was performed on the device but it was determined the device was broken and was advised to revert to her manual injections. Customer's doctor also started the replacement process. The customer was advised to call next time to perform troubleshooting. The customer's blood glucose wasn't provided. The device is not returning for analysis.